Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Data was received and does not confirmed the customer complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.